Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the device photos show 2 broken plugs with small fragments and the intra-op photos show the grasper in the joint space with some fragments. Although a definitive clinical root cause could not be determined based on the information provided; a user technique/procedure variance cannot be ruled out. The patient impact includes the retained non-implantable fragments believed to remain within the joint space. Pain/discomfort, impingement, and/or soft-tissue damage cannot be ruled out with certainty and fragment migration cannot be predicted. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences an application of unintended inappropriate or excessive force to the device, off-axis insertion, attempted correction of a damaged device, or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a pcl reconstruction surgery, when the bone plug tunnel 9/10mm was inserted into the tibial tunnel, the bone plug broken in half. The broken pieces within the tunnel were then pushed into the posterior joint space using another instrument, and the surgeon then tried to remove the pieces using an arthroscopic grasper. However, due to the pieces being extremely brittle, whenever surgeon would try to grab a hold of the pieces using the grasper they would break apart further causing numerous small pieces of plastic to be scattered with the joint. The larger pieces were removed using the grasper, and some of the smaller pieces were sucked up with the shaver handpiece, however not all pieces could be removed successfully. The surgery was completed with a smith and nephew back-up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6:this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection showed that the distal tip of the plug has fragmented into multiple pieces of various size. The device shows discoloration, wear, and bio debris. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the device photos show 2 broken plugs with small fragments and the intra-op photos show the grasper in the joint space with some fragments. Although a definitive clinical root cause could not be determined based on the information provided; a user technique/procedure variance cannot be ruled out. The patient impact includes the retained non-implantable fragments believed to remain within the joint space. Pain/discomfort, impingement, and/or soft-tissue damage cannot be ruled out with certainty and fragment migration cannot be predicted. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device, off-axis insertion, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.